Event description:
Customer reported obtaining multiple false positive sars results. Customer unable to provide details on how many false positive results they received. Attempts were made to gather further information from the customer without success.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause:can not duplicate with retain testing. Source: email.